Event description:
A malfunction alarm labeled malf 12 was reported by the customer. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the malfunction code reappeared.